Event description:
During use, the device reported an error code.

Manufacturer narrative:
Device has been continually tested since it was received for eval from user. All testing performed has been unable to reproduce error mode reported by user.